Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead alert triggered due to a single, out of range impedance reading with the right ventricle (rv) coil portion of the lead. The lead alert occurred while the patient was undergoing a radiofrequency ablation procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.